Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results visual investigation vigilance investigator carried out the pictorial documentation visually and microscopically. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The cutting edges of the burr are damaged, worn and blunt. Probably high torsion forces due to the blunt edges led to the fracture of the shaft. According to IFU, blunt tools must be replaced to avoid injuries to the patient as well as damages to the tools. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: due to the investigation results the most likely cause for the described problem is usage related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gp421su - elan 4 mis l10 disp.neuro cutter d3.0. According to the complaint description, the burr snapped in two. After burring for approximately 30 minutes at 80,000 rpm using the elan 4 mis handpiece shaft l10 heavy curved, a small puff of smoke was witnessed by both surgeons (via their microscope) and by staffs (via the microscope monitor). As the burr was changed, the first burr came out in two pieces because it had snapped in two. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4) .